Manufacturer narrative:
Concomitant therapies: per medical prescription dated on (B)(6) 2014: cephalothin 1 g, tramadol hydrochloride 100 mg, dipyrone sodium 500mg, metoclopramide 5 mg/ml. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time reason for reoperation: rupture, "fluid leakage in the patient's body".

Event description:
Patient representative reported right side implant removal due to patient's concern with the product, "intense pain and constant swelling", "breast implants with signs of intracapsular rupture on the right," "small cysts sparse in the breasts, measuring up to 0.9 cm," "a block explant of the capsule as there was fluid leakage in the patient's body". The device remains implanted.